Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; instead the data file along with multifunction cable and defib cable receptacle were received. The customers report was observed during the review of device's history log. However the reported problem could not be duplicated. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "cable fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.